Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: first/given name: unknown/ not provided. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: last name: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported hat after the intraocular lens (iol) was fully implanted in the patient's eye, the haptic of the lens was observed to exhibit movement resembling instability, as though it might break. To resolve this issue, an additional corneal incision was performed to remove the affected lens, and another intraocular lens with the same diopter was implanted in its place. The event occurred following the implantation of the original lens. No further information was provided.